Event description:
The healthcare provider (hcp) contacted animas on (B)(6) 2012 and reported the patient experienced loss of life on (B)(6) 2012. The hcp stated that it was unknown at the time of the call if the patient's diabetes or insulin pump had any involvement in the patient's death. The hcp stated that an autopsy was scheduled to be performed. The hcp stated that the patient's blood glucose (bg) had elevated to 573 mg/dl the day prior to the patient's death, but was not checked again after that. Animas customer technical support contacted the patient's father on (B)(4) 2012 to confirm information regarding the patient's death. The patient's father confirmed that the patient died (B)(6) 2012 after being found unresponsive and not breathing in her bedroom at home. The patient was unresponsive to initial resuscitation efforts by the family. Emergency medical services (911) was called. The patient's father stated that the patient's blood glucose (bg) had been elevated over 500 mg/dl and was treated with correction bolus via the pump with the bg responding appropriately, but the bg elevated again. The patient's father stated that he was willing to return the insulin pump to animas for investigation as well as the death certificate when they become available to him. On (B)(4) 2013, animas medical surveillance spoke with the physician who performed the patient's autopsy. The physician stated that the autopsy was very limited and, at this time, only preliminary findings are available. The physician further stated that there were laboratory tests from the autopsy that would not be available for approximately six weeks. He stated that the preliminary results indicated that the patient's death did involve the patient's diabetes and commented that the pump history indicated that the patient did not use the insulin pump as it was intended. The physician confirmed that at this time the pathology department was still in possession of the patient's insulin pump and would like to have it analyzed by animas' product analysis laboratory. This complaint is being reported because it was reported that the patient experienced loss of life while on insulin pump therapy. The cause of death is unknown at the time of this report.

Manufacturer narrative:
Follow up #2: submitted: (B)(4) 2013. The patient¿s autopsy report was received on (B)(6) 2013. The details of the postmortem findings are as follows: the insulin pump was in place on the patient. The most recent recorded data in the insulin pump showed elevated blood glucose level. The postmortem blood was positive for acetone (0.02 g%) and isopropanol (0.01 g%). The postmortem vitreous fluid was positive for acetone (0.04 g%) and glucose of 738 mg/dl. The postmortem urine glucose was greater than 2000 mg/dl. Toxicology was positive for trazodone and metabolite in the urine, acetaminophen in the blood and urine, dextromethorphan in the urine and dextrophan (dextromethorphan metabolite) in the urine. Quantitative levels of the dextromethorphan and trazodone were not included in the toxicology report. It was believed that the lack of detectable levels of dextromethorphan and trazodone in the blood suggested that these medications did not play a significant role in the patient¿s death. The underlying cause of death was determined by the coroner to be type 1 diabetes mellitus and the immediate cause was diabetic ketoacidosis. The coroner commented that additional contributing factors could not be evaluated due to limitations in the autopsy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, submitted: (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the pump was returned to animas for investigation on 08/07/2013. Review of the black box and download history revealed records from (B)(6) 2012 with no evidence of delivery interruption or alarms during this time. The black box records and the suspend history indicate the pump was delivering the programmed basal rate until the pump was ¿suspended¿ on (B)(6) 2012 at 11:52 am. Deliveries were not resumed after the pump was suspended. The basal total daily dose was reviewed from (B)(6) 2012 to the end of use. The total daily dose history indicated that insulin delivery totals reflected the user¿s programmed values. The last two bolus deliveries were recorded on (B)(6) 2012 at 11:06 am for 10 units of insulin and (B)(6) 2012 at 8:57 pm for 14 units of insulin. The last cartridge change was recorded on (B)(6) 2012 at 7:55 pm. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.